Event description:
Tyco healthcare (B) (4) reported that during testing and prior to distribution, they found that the electrosurgical pencil self activated.

Manufacturer narrative:
(B) (4). (B) (4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.